Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h3; h6 one ball hex driver for inserter handle was returned and evaluated. Upon visual inspection the device has fractured at the shaft. There are wear marks and scuffing to the shaft. The handle has indentations near the fracture location. The black handle has discoloration specks that cannot be rubbed off. Hex feature was measured and found to be conforming. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ball hex driver was stuck inside the handle cup inserter. The scrub tech was hitting the ball hex driver to dislodge it from the cup inserter and the shaft broke off. There was no patient involvement. Attempts have been made and no further information has been provided.